Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had issues with their battery not lasting as long as it should, and their blood glucose levels rising. The customer's blood glucose level was reported to be 298mg/dl. It was reported that the customer treated with bolus. Troubleshoot was reported to be conducted. It was reported that external ram crc error, unexpected restart, and spanish software anomaly alarms were present in the customer's pump. It was reported that the pump would be replaced and returned for analysis.